Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used?stomach at what location on the tissue? Fundus of the remnant stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? Asku. If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Yes. If so, when? When firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired the fourth firing with a blue reload across the fundus of the remnant of the stomach. When the surgeon observed the staple line, the staple line was incomplete and had malformed staples that appeared mangled .bleeding was present; he used sutures and inverted the staple line and over sewed again to stop the bleeding. The same device was then used with a white and blue reloads after this issue and completed the procedure with the original device. He did state that when he fired the fourth firing he had heard an unusual crunch noise. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The batch record was reviewed and no anomalies were noted during the manufacturing process.